Event description:
It was reported that a subcutaneous defibrillation coil electrode (sub-q coil) presented with noise on the electrogram measured between the sub-q coil and the housing of an associated implanted defibrillator (ICD). It was also reported that the sub-q coil impedance had recently jumped and was high. The sub-q coil was removed and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Analysis revealed that the defibrillator conductor was fractured. It was also noted that there was blood/body fluid on the defibrillation conductor (not obstructed) and the outer insulation was breached cut.

Event description:
It was reported that a subcutaneous defibrillation coil electrode (sub-q coil) presented with noise on the electrogram measured between the sub-q coil and the housing of an associated implanted defibrillator (ICD). It was also reported that the sub-q coil impedance had recently jumped and was high. The lead was removed and replaced. No patient complications were reported due to this event.